Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the voyager nc was returned with blood in the balloon, the initiation lumen and in the hub. There was contrast in the balloon and in the inflation lumen. The balloon was loosely folded. The proximal end of the balloon was wrinkled. There was no other damage noted to the voyager nc. A new indeflator, filled with water, was used in an attempt to pressurize the balloon at rbp when fluid came out of the pinhole on the balloon. There was a pinhole on the balloon, .5 mm distal to the proximal balloon marker. There were scratches on the balloon by the pinhole. Product performance engineering has reviewed case description and analysis of the returned device; damage was noted. Many factors that may contribute to balloon damage. The analysis of the returned product was able to confirm the reported rupture, as a pinhole was located .5 mm distal to the proximal balloon marker. There were also scratches observed near the pinhole, which appears to have contributed to the reported rupture. Scratches near the pinhole rupture suggest that the outer surface of the balloon may have become mechanically damaged and weakened, resulting in a rupture when positive pressure was applied during the inflation attempt. The described pt anatomy was heavily calcified, which may additionally have contributed to the difficulties. The instructions for use reference "treatment of moderately or heavily calcified lesions is considered to be moderate risk, with an expected success rate of 60-85% and increases the risk of acute closure, vessel trauma, balloon burst, balloon entrapment and associated complications." A review of the manufacturing records at final inspection reveal that no units were rejected for leaks originating at the balloon, proximal or distal seal. Based on reported case descriptions and analysis of the returned product, the reported difficulties appear to be related to circumstances during the procedure. Further analysis of the returned product observed a balloon wrinkle at the proximal end. The balloon wrinkling possibly occurred after the rupture occurred during removal from the pt or handling thereafter. The balloon wrinkle did not appear to have contributed to the balloon rupture. The reported difficulties appear to be related to circumstances during the procedure and there does not appear to be indications of deficiency in product quality. Product performance engineering and/or the respective business unit, quality engineering group, will monitor the case circumstances. All catheters are 100% visually inspected for balloon damage and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) integrity. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during pre-dilatation of a tight, calcified lesion in the lad, the voyager nc ruptured at 16 atm. There were no pt effects. No additional event or pt info is available.